Manufacturer narrative:
On 03/21/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/28/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy occurred. The surgeon was placing screws and deemed their navigation system was inaccurate. Surgeon placed 4 screws, in t3, t4, t7, and t8 on the left side of the patient before taking another spin to confirm placement. The reference frame was placed on t9 during this entire procedure. After the second spin, the surgeon used the passive planar to touch the top of one of the screw heads. The software showed the trajectory of the passive planar was in line with the screw, however, the depth of the probe was approximately 1.5 inches above the head of the screw. The medtronic representative present confirmed there was no extension added to the tip of the probe. No further details regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.